Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 75 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
H2 (remove follow-up: device evaluation), h10 (remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.)